Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and visually confirmed that there was a speaker malfunction error displayed, and there was no sound coming from the speaker. The fse determined that the issue was with the speaker; the fse replaced the speaker and the error message disappeared and the sound resumed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx850 patient monitor indicating that there was a speaker issue. The problem happened during idle. And occurred all times a day with no accessories used. The user could use it to monitor patients, but found no sound and inop "speaker malf". The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.